Manufacturer narrative:
The event of "capsular contracture, baker grade iii/ IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/ IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/ IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.